Event description:
Baxter product surveillance received notification of an event from the international affiliate in 2007. Baxter reported a broken spike after 46 days of use (patient had 8 exchanges per day). The product was new and the sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.